Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient was participating in a sporting game and was unable to remember half of it. The patient¿s cgm displayed 2.3 mmol/l. The patient was taken to the hospital by the parent and the bg upon arrival was 4.7 mmol/l. The patient was treated with IV glucose, admitted to the hospital and released home the following day. There was no documentation of long-term effects or injuries. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The patient¿s cgm displayed 4.7 mmol/l. The patient was taken to the hospital by the parent and the bg upon arrival was 2.3 mmol/l. The reported glucose values fall within the c zone of the parkes error grid.